Event description:
It was reported that electromagnetic interference resulting in inappropriate mode switching was observed on the device. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.